Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿does not allow for urine drainage¿ with a potential root cause of "incorrect adhesive applied to either the adhesive strip or the catheter". The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard/bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the leg bag had an air lock due to lack of venting in the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the leg bag had an air lock due to lack of venting in the bag.